Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. System check was being performed, however the customer decline to complete the check. Customer resumed insulin therapy to resolve the issue. Customer's blood glucose was 214mg/dl at the time of event.